Manufacturer narrative:
Investigation summary: unconfirmed, no sample provided. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer and not correlate this symptom with a potential cause linked to bd process. The DHR review was done and all the release paperwork was ok. No reported incident that could result in defect observed. Batch was released under acceptance criteria.

Event description:
It was reported that during use of the bd ultrasafe passive¿ needle guard the plunger came loose.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultrasafe passive¿ needle guard the plunger came loose.